Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during the implant procedure for this cardiac resynchronization therapy pacemaker (crt-p) system oversensing and pacing inhibition in the left ventricular (lv) channel were detected. Additionally, it was noted that the previous right atrial (ra) lead was connected into the right ventricular (rv) port to assist with the auto lead detect feature; however, impedance measurements were out of range. Therefore, the ra lead was explanted. As a result, the auto lead detect (ald) feature continued to send a signal attempting to calibrate. Lastly, it was noted that after implant, the system was programmed vvir instead of voo which was the plan of the physician. Technical services (ts) was contacted and recommended possible reprogramming options to assist with the ald feature. This crt-p remains in service. No adverse patient effects were reported.